Event description:
The customer contact reported the bottom of the docking station below the power cord was charred. On an unspecified date, the gemstar docking station was returned to the biomedical department with a report that the docking station would not power on. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the gemstar docking station was charred at the bottom, right below the power cord. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The device was not returned to hospira for testing and investigation; however, a probable root cause of the customer complaint is due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.